Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2408-56, serial #: (B)(4), description : avista MRI perc lead kit, 56cm.

Event description:
A report was received that the patients spinal cord stimulator (scs) was not working. It was noted that the cause of the malfunction could not be identified. The patient will undergo an explant procedure.